Event description:
On (B)(6) 2013 the ssu at mauquet medical in india reported that cardioplegia side pump on the hcu 30 serial number unknown stopped after 5 seconds with an error message 'low flow' on the display. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The device was evaluated by the ssu and the 3 way valve actuator was found to be defective and was replaced. (B)(4).